Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the last basal delivery occurred on (B)(4) 2013 at 6:33pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was successfully paired with a test meter. Periodic boluses were executed during testing using the normal, ezcarb, ezbg, and combo bolus features and all boluses accurately recorded in the pump history. The keypad was inspected and no damage was observed; all keypad buttons were found to be responding appropriately. There was no defect found on investigation.

Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels in the 400 mg/dl range with stomach symptoms. The patient reported bolusing and the elevated blood glucose resolved. The patient confirmed the pump settings were accurate. The patient was unable to confirm the bolus history as the patient could not remember when the events occurred. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.